Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, guide wire tracking difficulty occurred. The target lesion was located in the superficial femoral artery. The 7x150x75 innova self-expanding stent system was advanced over a non-bsc guide wire. However, the proximal end of the guide wire exited out the side of the delivery system outside the patient, causing the guide wire to come in contact with a non-sterile area. The stent was successfully implanted. As the stent delivery system was withdrawn, it was noted that the wire had become caught on the stent delivery system and was removed along with the delivery system. No patient complications were reported and the patient's status is very good. This product is only ous approved but it is similar to an approved us device.